Manufacturer narrative:
Follow-up #1: date of submission 12/16/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/05/2013 with the following findings: during investigation, the pump¿s history was reviewed and showed that several unexplained pump reboots were recorded. The threads on the battery compartment and cap were intact with no corrosion or cracks. The battery cap was able to fully tighten to the pump. The battery cap height and width measurement was found to be within required specifications. During testing, the pump rewind, load, and prime steps were performed with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. The pump was opened and no defects were found to the power circuits. The intermittent power issue was confirmed in the history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.